Event description:
Reporter indicated the patient had prophylactic generator replacement on (B)(6) 2013. Reporter indicated the patient's vns was not at end of service, and no device diagnostics information was provided. The prolonged seizure was attributed to the patient's illness due to a cold virus and not the vns. This was not a new seizure type, and no medication changes preceded the event. The generator was replaced prophylactically prior to actual end of service so the patient would not lose any therapy. The generator was returned on (B)(6) 2013 and is pending analysis.

Event description:
Analysis of the vns generator was completed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Reporter indicated via clinic notes received to the manufacturer that a patient had increased seizure severity on (B)(6) 2013 and the patient went to the emergency room. Prophylactic replacement of the vns generator is planned as an intervention, but has not occurred to date. A battery life estimate performed by the manufacturer resulted in 0.93 years remaining. Attempts for additional information are in progress.